Event description:
It was reported that during a tubal procedure the device cut the patients falope tube. The surgeon was able to use bovie to cauterize the fallopian tube after being cut. No other issues reported.

Manufacturer narrative:
This device is currently still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.